Event description:
It was reported to olympus that during preparation for use the evis exera iii video system center loaner displayed a b30 scope communication error with complete loss of the image. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user report of device displayed b30 scope communication error was not confirmed. Unit tested with olympus test cf-hq190l, ltf-s190-5, ltf-vh, gif h-180 and giff-q180 scopes and no b30 communication error was found; however, found worn out video connector latch causing poor connection to pigtails. The recommendation was to replace video connector and updated software. In addition, it was recommended that customer have their light source unit/maj1933 light source cable evaluated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information obtained from the customer and documented in b5.

Event description:
Additional information was obtained from the customer on 13july2021. The customer reported the event caused a 10 minute delay to a laparoscopic cholecystectomy. No other devices were used, and the procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely that the connection was not good enough due to the abrasion of the video connector latch causing the customer¿s reported issue. It is possible that the communication with the endoscope failed due to the light source cable. It has been less than five years since the subject device was manufactured. If the subject device had been used frequently, it is possible that the communication failure occurred because the lock unit of the scope socket was worn out and loosened due to the repeated usage. As to the cause of the malfunction, it is likely that unexpected stress was applied to the endoscope when it was connected, or the lock of the socket was not released when it was pulled out. This may be the reason why it was loosened and could not exhibit its original performance. The instructions for use (IFU) provides the following guidelines: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.